Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the distal end had poor engagement and could not be used during an unspecified therapeutic procedure involving a reusable olympus rigid endoscopic tissue manipulation forceps. The procedure was completed using an olympus back-up device. There was no patient injury reported.